Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed and noticed that event was resolved by reservoir change. The insulin pump will not be returned for analysis.